Event description:
I have been put on the essure (B)(6) 2014. And about 2 month later the problems started. Symptoms: surprisingly punchy pain, cramping, swelling, bleeding. The biggest problem is bleeding. Bleeding will start the next day or in the evening when there is sex. That's why I'm not had sex with my husband approx. 9 months.